Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal end had foreign objects, the plastic distal end cover had foreign objects, the air/water cylinder had foreign objects, and the nozzle had foreign objects. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a dimming failure on endoscope connector, the image appeared white on the monitor. Root cause for the foreign material: the foreign material could not be identified. It is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had a whitish image. The issue was found during maintenance. There were no reports of patient involvement.